Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. In particular, the final acceptance test proved the device functions to be as specified. The returned device data, comprising an extract of a quick view from january 19, 2024 has been inspected. Confirming the clinical observation, the quick view extract showed that the device detected the eri battery status on december 31, 2023. In addition, the battery status was found to be not consistent with the battery voltage. Based on the available data no conclusion can be drawn regarding the root cause of the clinical observation. Should further relevant information or the device itself become available for analysis this investigation will be updated.

Event description:
It was reported that the device shows the eri status. The ICD has been deactivated. Should additional information be received, this file will be updated.